Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip would not come out of the tip of the colonoscope. Reportedly, the device was pulled out and several attempts were made to try for the clip to advance out of the scope and finally, the clip broke off. The customer provided a photo and showed that the clip assembly was detached in a closed state. The patient was already sedated, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.